Event description:
A report was received from a father whose son uses the enteral feeding 12 inch secur-lok extension set at home. Early in the morning the father awoke to the sounds of his son choking. The extension set was checked and the father noted it had become disconnected. The upper 2 inch portion of the extension set had come apart from the tubing and the feeding was leaking into the bed. The father tied a knot in the end of the extension set to stop the leakage. His wife was called from work and confirmed an airway obstruction. The son was transported by the parents to the local emergency room where an exam revealed that the white plastic clamp from the extension set was lodged in the back of their son's throat. Their son was life-flighted to another hospital. The plastic clamp was removed by bronchoscopy from an area near the esophagus and vocal cords. The son was admitted to recover from the incident. A ventilator was not needed. The son was discharged without injury. Kimberly-clark (kc) has no independent knowledge of the event reported but is relaying the information that was provided by the parent where the incident occurred. This product incident is documented in the kc complaint database.

Manufacturer narrative:
The device involved in the incident is anticipated to be returned, however, as of this date it has not been returned. The lot number provided was not assigned to this product, therefore the lot specific device history record could not be reviewed. The mic-key feeding tube is used to provide a means of accessing the stomach to provide nourishment, liquids and medication. The extension set connects the formula source to the mic-key8 feeding tube . The right angle secur-lok extension set is used for continuous pump feedings because it lies flat against the abdomen and swivels with the patient's movements. The extension set is to be detached when not in use. According to the father, the patient was receiving continuous feeding during the night due to a recent sinus problem and therefore he had not disconnected the extension set. We have no knowledge of how the extension set clamp migrated from the stomach area into the patient's mouth. In-process controls are in place in manufacturing to assure all product bonds and connections meet applicable standards.